Event description:
Pt with presumed fibroid tumors treated with uterine artery embolization. There was no diagnostic exclusion of sarcoma before treatment, therefore this pt could have life threatening untreated sarcoma. This is even worse than morcellation of a sarcoma, leaving a sarcoma in the body to grow w/o treatment.